Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Exemption number e2014015. Total number of events reported: 19. Oto. 5- novasilk. 14-restorelle - attachment: [oto.zip].

Event description:
As reported to coloplast, though not verified, patient's legal representative stated pulling, abdominal pain.